Event description:
It was reported that the patient complained of feeling short of breath and has seen two cardiologists without any help. Follow up was attempted, but no further information was received. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.